Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a "problem with a lead." Follow-up was unable to be obtained. The disposition of the lead is unknown. No patient complications have been reported as a result of this event.